Manufacturer narrative:
Concomitant device part numbers obtained. Customer quality engineering evaluation of returned devices. A visual inspection, DHR review, dcrm review and drawing review were performed as part of this investigation. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned tfna nail is already broken. The 04.037.263s tfna long nail is an implant intended for treatment of fractures of the femur. The 04.037.263s tfna nail was returned and the complaint condition is confirmed. The implant was returned in two pieces. The nail broke in two pieces at the helical blade insertion hole. It is an oblique fracture and the proximal fragment of the nail (with locking mechanism) measures approximately 48.79 mm in length. All measurements were taken with caliper ca818. The balance of the implant shows signs of being implanted/explanted. Although a definitive root cause could not be determined, this complaint condition is likely caused by a non-union at the hardware fracture site. When there is insufficient reduction or healing is delayed, there are increased loads the implant must withstand that would normally be supported by the bone, which could eventually cause the implant to break due to material fatigue. Drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. DHR review: review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Dcrm review: the complaint is adequately addressed by the risk assessment. The following concomitant part was returned without an allegation against it: part #: 04.038.305s lot #: 9813159 quantity: 1. The tfna helical blade was returned as a concomitant device without an alleged complaint condition. This part shows wear marks consistent with implantation and explantation. There is no evidence that this device contributed to the complaint condition, and therefore no additional investigation will be performed on this device. The following concomitant part was returned without an allegation against it: part #: unk 5.0 mm ti locking screw t25 stardrive lot #: unk quantity: 1. The 5.0 mm ti locking screw t25 stardrive was returned as a concomitant device without an alleged complaint condition. Upon visual inspection, it was observed that the screw has stripped threads. The stripped threads of the concomitant screw are consistent with implantation and explantation. There is no evidence that this device contributed to the complaint condition, and therefore no additional investigation will be performed on this device. The length of the screw was measured to be 64.42 mm (caliper ca818). Per drawing the tolerance of the length of screw family is +0.7/-0. This screw is within spec of part number 04.005.554 (64 mm 5.0 mm ti locking screw t25 stardrive), based on the drawing and measurements, it can be confirmed that the unk screw part number is 04.005.554. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: tfna helical blade (part 04.038.305s, lot 9813159, quantity 1), 5.0mm titanium locking screw t25 stardrive (part 04.005.554, lot number unknown, quantity 1).

Manufacturer narrative:
Date of non-union and device breakage is not known. (B)(4). Date of implant reported as (B)(6) 2016. Concomitant devices therapy date reported as (B)(6)2016. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Part #: 04.037.263s, lot#: h141511 (sterile) - 12 mm/130 deg ti cann tfna 420 mm/left- sterile. Quantity 5. Inspection sheet for in-process/inspect dimensional met inspection acceptance criteria. Inspection sheet for tfna assembly inspection meet specification. Component parts reviewed: 04.037.942.2 - lock prong 130 degree, tfna lot - 9959994, 04.037.912.4 - wave spring, shim ended lot - h089443, 04.037.912.3 - tfna lock drive lot - h123150, 21127 - raw material lot - h055638. (B)(4) was created for "burrs are being found at final inspection at the oblique hole and at the m6 thread on tfna nails" on (B)(6) 2015 which is not relevant to complaint condition of broken tfna nail. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ manufacturing location: (B)(4). Manufacturing date: 12-jul-2016. Expiration date: 30-jun-2026. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that removal of a broken tfna (trochanteric femoral nail-advanced) nail took place on (B)(6) 2017. On an unknown date in (B)(6) 2016, a patient was treated with a tfna nail and helical blade for a subtrochanteric fracture. During a post-operative visit on an unknown date, the patient complained of pain and an x-ray revealed the broken nail and subtrochanteric non-union. On (B)(6) 2017 the tfna nail, blade and one (1) interlocking screw were removed. The nail was broken in two pieces at the site of the helical blade hole. The hardware was removed and replaced with a blade plate (fixed angle plate) and five (5) cortical screws. There was no reported surgical delay, and no reported harm to the patient. Concomitant devices reported: helical blade (quantity 1), titanium locking screw (quantity 1). This report is for one (1) tfna nail. This is report 1 of 1 for (B)(4).